Event description:
A high drain error 104 (night drain 4) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 00:28:12 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.